Event description:
Revision surgery performed about 6 years and 7 months after the primary surgery due to implant aseptic loosening.

Manufacturer narrative:
Batch review performed on (B)(6) 2022 lot 153416: (B)(4) items manufactured and released on 23-sep-2015. Expiration date: 2020-sep-08. No anomalies found related to the problem. To date, all items of the same lot have been sold with one similar reported event during the period of review. Clinical evaluation performed by medical affairs department: revision of the stem 6 years and 7 months after the index tha due to stem loosening in a 63 year old patient. In the radiographic image provided, radiolucent lines are visible. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined.